Manufacturer narrative:
On 07/20/2017, tandem customer technical support (cts) reviewed the pump data and no message or device issue was identified for the reported date of event. The customer was notified. The customer again confirmed that a message was received on the reported date. The customer verified the date and time were correct on the pump. The customer's call disconnected. Cts attempted multiple follow up attempts; however, the customer did not reply to the requests. On 07/20/2017, tandem clinical diabetes specialist reported that on approximately (B)(6), the customer's physician had ordered the customer to discontinue pump therapy and to use insulin injections for insulin therapy. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 59 mg/dl and was treated with juice/soda or glucose tablets. The customer reported that the pump settings needed to be adjusted and was the cause of the low bg. The next day the bg level was 658 mg/dl. A bolus via the pump and insulin injections were used in an attempt to lower the bg level. The customer went to the emergency room and was admitted to the hospital on (B)(6) 2017 for diabetic ketoacidosis (dka). The customer was treated with intravenous insulin and fluids. The bg dropped to 150 mg/dl. The high bg and dka were resolved. The customer thought the high bg was due to "his body bouncing back too much" from the low bg and also due to receiving a message during the cartridge change process that prevented the completion of the loading process for "a while". The customer was able to successfully complete the pump supply change. The customer could not identify the message that was received. The customer was discharged from the hospital on (B)(6) 2017.